Event description:
Xray 1/2005 last screen in sacral on left is no longer attached to the attendant bake, which threads up the left side. Preoperative diagnosis - displacement of grafts with popteriar element pars defect, l4-5 in the left. Present illness - low back pain with radiation of pain down into left leg. Marked exacerbation of pain after a fall, and it was noted that pt had dislodgement of their hardware inferiorly.